Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/31/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6. Additional h3 investigation summary: one opened winding former, a paper lid, a needle/suture piece and one needle product code 8556 were returned for analysis. This product code is double armed. In order to evaluate the conditions of the returned sample, the swage area and hole of the needle were noted with marks that appear to be by surgical instrument and the hole was observed with suture remnant. During the visual inspection of the needle/suture piece, body fluids and marks on the surface due to use were found, the suture end was cutted by sharp edge. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The condition of the sample received indicates improper handling of the device. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
Product complaint # (B)(4). Device not returned . Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture was detached from the needle during use. It was not a control release needle. No adverse patient consequences were reported. Additional information was requested.